Event description:
It was reported to nova biomedical that a consumer rec'd a result of 598 mg/dl on their blood glucose meter. The consumer administered an unk amount of insulin and oral medication, and subsequently experienced a hypoglycemic event requiring medical intervention. The consumer was taken to the ER by her mother and was tested at the hosp getting a result of 189 mg/dl on their blood glucose meter. During the call to customer support, it was revealed that the customer does not control solution test her initial test strips as instructed in our directions for use. Consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.